Manufacturer narrative:
Patient ID also reported as (B)(6). This report is for an unknown ria drive shaft/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an ankle fusion procedure on (B)(6) 2021, the ria 2 reamer head detached out of the ria shaft at the canal of the distal tibia. Pieces were retrieved with a ball-tip wire, except for 3 prongs left inside the medullary canal. Procedure was completed with no delay. Patient status is unknown. This report is for an unknown ria drive shaft. This is report 2 of 2 for (B)(4).